Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2014 with the following findings: the pump's black box showed four call service 054 alarms on the reported failure date (B)(6) 2014; the alarms recorded right after replace battery alarms. There was no pump reboot observed between these two alarms. The pump powered up normally. An ezprime sequence and 24hr duration test were completed with the returned battery and returned cartridge cap. No call service alarms were duplicated during testing. There was no evidence of internal moisture observed. There was no damage to the transceiver wire or pcb found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were multiple call service 054 alarms from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.